Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary one protector attached to a vial was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane, and the protector needle properly penetrated the vial stopper, however, it was noted to be off center. The diameter of cap from the vial received was measured, the diameter measuring 10.60, the p15j is compatible with most vials with a diameter of 15mm. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. A device history review was performed for lot 1909104, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Leakage testing is performed for all lots to ensure the quality of the membrane, results for the reported lot were reviewed and found to be within required limits. Based on our quality teams investigation, we cannot identify a root cause related to our manufacturing process. Given that the vial was found to be incompatible with the protector size, it is likely an insecure connection could have contributed to the reported leakage. It is important to verify the protector and vial are compatible to ensure a secure connection . The m12 fixture is recommended to ease the connection of the protector onto the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that during vial preparation chemotherapy leaked between protector and the vial with a bd phaseal¿ protector p15j. The following information was provided by the initial reporter, translated from japanese to english: customer reported that chemo (5fu) had leaked between the protector and the vial during preparation. Additionally, on (B)(6) 2020. The bd sales consultant provided the following additional information: customer uses m12 to assemble.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during vial preparation chemotherapy leaked between protector and the vial with a bd phaseal¿ protector p15j. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that chemo (5fu) had leaked between the protector and the vial during preparation. Additionally, on 2020-07-14 the bd sales consultant provided the following additional information: customer uses m12 to assemble.